Event description:
It was reported that the 9800 system had an intermittent power failure error during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and put back into service.